Manufacturer narrative:
H3, h6: the reported ultra fast-fix curved ab assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. The suture has been pulled out of the fixed straw. The depth limiter has been trimmed to the surgeons desired length. T2 has been pushed over the dimple. T1 has been pushed back to the dimple. The device was tested using a rubber meniscus model, t1 was pushed over the dimple not allowing it to be deployed. The condition of the device indicates t2 was prematurely advance over the dimple reducing the dimple height allowing t1 to be pushed back over the dimple which resulted in the reported non-deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an acl and meniscus repair surgery, the t1 anchor of the device cannot be deployed. There was a delay greater than 30 minutes however a backup device was available to complete the procedure with no patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.